Event description:
At the beginning of a routine hemodialysis treatment, the pt's vascular access needle infiltrated. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the event to infiltration of the pt's access needle. The report does not contain information to suggest a device malfunction occurred and is not considered device related. The pt's standard epogen dose was increased. Nxstage medical considers this report closed. No additional information will be provided.